Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced lightheadedness and syncopal episodes. Most recently, a syncopal event resulted in the patient being admitted into the hospital as they fell, hit their head, and injured their jaw and knee. Review of the patient's episodes found that the minute ventilation signal was being oversensed and resulted in inhibition of up to 4 seconds. It was recommended to turn off the minute ventilation feature. At this time, this pacemaker system remains in service and there have been no additional adverse patient effects reported. The lead is another manufacturer's product. This device was included in the recent minute ventilation sensor signal oversensing advisory population.